Event description:
It was reported the patient experienced a loss of therapeutic effect. The patient had a pump and catheter revision due to a flipped pump. The patient has now been referred for pump replacement for unspecified reasons. No other symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Results: catheter.